Manufacturer narrative:
Concomitant products: 3058 interstim urinary mgu ipg, implanted (B)(6) 2014; 3093-28 interstim urinary mgu lead, implanted (B)(6), 2014; transcatheter valve, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.